Event description:
It was reported that the reservoir had air bubbles. Customer's blood glucose was 390 mg/dl. Troubleshooting was done. It was found that the insulin was not stored at a room temperature. The customer was advised to change the infusion set and monitor the issue. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.